Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. DHR's verified that the correct cable was part of the kit pack. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that their adc device, "caught on fire while charging." Customer further reports "visible smoke." There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports that their adc device, "caught on fire while charging." Customer further reports "visible smoke." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. The returned reader did not power on. The reader was de-cased, and the readers battery was measured at 3.537v which is not within specification of (3.75v to 4.2v.) However, the battery was not the cause of the observed usb port damage which, resulted in the reader not being able to charge. A new unused battery was placed into the returned reader, and the reader passed all self-tests. Power consumption tests was performed, and all results were within specification. Visual inspection was also performed on the returned reader and damage to the usb port was observed. The usb port showed signs of melting which prevented the charging cable from plugging into the usb port. The reader was de-cased and the only visible damage to the reader was the usb port. There is no visible damage to dn3, the transient suppressor which protects the usb port from static discharge. The metal housing of the usb port appeared rainbow-colored which indicates extreme heat was placed on or near the usb port. In an attempt to replicate the observed damage, a 120w solder iron was applied to one side of a new unused usb port and similar rainbow coloration was observed. Additional solder iron testing was performed at 10w for 10 minutes and no discoloration to the new unused usb port was observed. The solder iron was then increased to 33w for another 10 minutes and slight discoloration to the new unused usb port was observed. However, no melting was observed to the inside of the usb port. It is unknown if the customer was using the charging cable and adapter provided by adc. The charging cable and adapter that is provided by adc produces 2.75 watts of power, which is not enough power to produce enough heat to cause the observed damage in returned reader. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h-10 was incorrectly documented in the previous follow up report and has been updated.

Event description:
Customer reports that their adc device, "caught on fire while charging." Customer further reports "visible smoke." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. The returned reader did not power on. The reader was de-cased, and the readers battery was measured at 3.537v which is within specification (3.75v to 4.2v.) A new unused battery was placed into the returned reader, and the reader passed all self-tests. Power consumption tests was performed, and all results were within specification. Visual inspection was also performed on the returned reader and damage to the usb port was observed. The usb port showed signs of melting which prevented the charging cable from plugging into the usb port. The reader was de-cased and the only visible damage to the reader was the usb port. There is no visible damage to dn3, the transient suppressor which protects the usb port from static discharge. The metal housing of the usb port appeared rainbow-colored which indicates extreme heat was placed on or near the usb port. In an attempt to replicate the observed damage, a 120w solder iron was applied to one side of a new unused usb port and similar rainbow coloration was observed. Additional solder iron testing was performed at 10w for 10 minutes and no discoloration to the new unused usb port was observed. The solder iron was then increased to 33w for another 10 minutes and slight discoloration to the new unused usb port was observed. However, no melting was observed to the inside of the usb port. It is unknown if the customer was using the charging cable and adapter provided by adc. The charging cable and adapter that is provided by adc produces 2.75 watts of power, which is not enough power to produce enough heat to cause the observed damage in returned reader. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.